Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage to their insulin pump. Customer reported their display was not clear, making it difficult for them to see. The customer's blood glucose was 156 mg/dl. Customer could not disconnect from the insulin pump at the time of the call because they were driving. The customer reported the screen was faded and blurry. The customer stated they have treated their blood glucose with an injection. Customer was advised to disconnect from the insulin pump and revert to a back-up plan as the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No display anomaly noted during our testing. No blurry or faded screens noted. No mashed screen corners or frozen display noted and no damage noted on lcd glass. The insulin pump passed self test and displacement test. The insulin pump has minor scratched lcd window and small cracks on case at the display window corner.